Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the white tip tibial impactor broke during impaction of the tibial base plate. It broke where the handle connected to it into 2 pieces. All pieces were recovered. No surgical delay.